Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope¿ shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope, the distal end had defect. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the air/water tube, light guide lens and bending section cover or distal sheath rubber glue had foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: air/water cylinder has no color; suction cylinder has no color; grip is shaved; switch box has a scratch; right/left knob is shaved; up/down knob is shaved; air/water cylinder has foreign objects; plug unit has a scratch; scope connector case has a scratch; due to damage on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; air/water tube has foreign objects; objective lens has a chip; light guide has foreign objects; adhesive on bending section cover or distal sheath rubber; and the connecting tube has a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.